Manufacturer narrative:
Other relevant device(s) are: d1: micra d4: model #: mc1vr01-delsys / expiration date: 28-may-2021 / serial#: (B)(4), UDI #:(B)(4), no dev rtn to MFR? No mfg date: 10-dec-2019 h5: yes patient code(s): c3319, c73502, c50481 h6: device code(s): c76126 h6: FDA method code(s): 4117 FDA results code(s): 3221 FDA conclusion code(s): 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced perforation, tamponade and pericardial effusion. The patient underwent a sternotomy to repair an anterior right ventricular tear. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.